Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During the one month follow-up, left ventricular lead exit block was observed with a capture threshold of 7.0 v. The lead was explanted and replaced.